Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site. It was also stated that the patients stimulation was inadequate due to spinal cord stimulation (scs) lead migration. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17942010. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17696886. UDI: (B)(4).